Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a surgery was extended by over 2 hours due to incorrect instrument fit during the procedure. Due to the incident, the surgeon had to utilize a free-hand technique that required a larger wound to be opened.